Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump showed low battery about 15 minutes after the battery was changed. The battery cap had just been changed. The blood glucose reading was 400 mg/dl. The customer does wear the sensor but no weak signal or lost sensor alerts were found. The customer found no damage to the battery cap or battery compartment. The customer was advised to monitor the issue and call if the problem recurred.